Event description:
It was reported the patient experienced a pain ¿in between his two implants¿ and at one point the left one got ¿very hot very briefly.¿ it was stated the patient went to the emergency room because he thought this pain he was feeling was a heart attack. Additional information received reported that it was unclear if an allergic reaction was the cause of the event. The patient was reportedly hospitalized for one day put on antibiotics for 24 hours. It was stated that the patient had a lot of anxiety. There was no surgical intervention performed. Please refer to mfg. Report # 3004209178-2013-08562, as this report pertains to the patient¿s right implant.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostim ulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va0501u, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va0501u, product type lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
This was bilateral system. Reference MFR 3004209178-2013-08562.

Manufacturer narrative:
(B)(4).